Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient was not able to connect to the pump to get a bolus. The personal therapy manager (ptm) was getting stuck at 90% when they were trying to connect. The patient stated that she was getting a message that the handset needed to be recharged. Patient services asked the patient to connect with the handset and communicator and the patient stated that the handset was at 10%. The patient plugged the handset into the outlet to recharge. Patient services assisted the patient with closing out of all applications and clearing data on the handset. Troubleshooting steps taken with patient services resolved the issue. The patient had 2 boluses per day.